Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges that the guidewire had many dented grooves along the whole wire length noted during prep. The kit was not used. Another kit was used without incident.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the guidewire had many dented grooves along the whole wire length noted during prep. The kit was not used. Another kit was used without incident.